Manufacturer narrative:
Concomitant medical products: product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014. (B)(4).

Event description:
The consumer reported via the manufacturer representative that the implantable neurostimulator (ins) was overdischarged. The patient said it was not working and shocking him so he turned it off. A device reset will be performed. No surgical intervention has been planned/occurred. Follow-up is being conducted to determine troubleshooting performed, actions/interventions taken, cause, and resolution. If received, a supplemental report will be submitted. Indication for use included spinal pain and failed back surgery syndrome.

Event description:
Additional information received from the manufacturer's representative (rep) reported the device reset was not performed on (B)(6) because the appointment was being rescheduled. No troubleshooting or interventions were performed related to the shocking sensation.